Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine device check. Upon investigation, one episode of right atrial lead noise was noted. The noise was unable to be duplicated with isometric exercises. The patient stated he does use a chainsaw frequently. No intervention was performed. The patient was stable and will be monitored.